Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4). Device returned to (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019 for an unknown reason. As per the reporter during service it was identified that the internal components were seized within the outer casing. There was no patient harm reported.